Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in microcentrifuge vial with moisture. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -9.00 diopter, implantable collamer lens, was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted, reporter stated " the patient felt that the glare was obvious after surgery, and it was difficult to adapt, so he was required to remove it". Explanting the lens resolved the problem.